Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board. The unit was functionally tested to factory specifications.